Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Complaint of overheating could not be reproduced. Mdu passed functional testing on a dii control unit but failed on a dyonics power control unit. Product failed functional testing on a dyonics power control unit with an e7 error code (serial communication error) when motor is engaged. Cause of e7 error is a defective motor. No overheating occurred during testing. Mdu passes functional testing with a known good motor installed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device got hot during the case. No injuries were reported.